Manufacturer narrative:
Tandem¿s t:slim x2 user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling the cartridge. Reportedly, the insulin gauge display "jumped around" from 50 to 105 to 150 units of insulin. Tandem technical support (cts) identified that the customer was not removing the air from the cartridges during the load sequence. Cts guided the customer through loaded a new cartridge using the correct procedure. The customer's blood glucose (bg) level was in the 400's mg/dl range. A correction bolus via the pump was delivered and a manual injection was administered to address the bg level.